Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working properly occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A transmitter nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss greater an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.